Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer was treated in the emergency room for diabetic ketoacidosis with blood glucose level of 400-800 mg/dl. The customer was treated with either correction bolus via the pump or intravenous insulin. The customer did not know the cause for the elevated blood glucose levels. The customer is working with health care provider on this issue.